Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids for the coconmitant devices documented in section d10: (B)(4).

Event description:
It was reported that during a laparoscopic procedure in a cadaver lab, while using the robi bipolar instrumentation in conjunction with the autocon 400 generator, we observed sparking when attempting to utilize both the cut and coagulation functions. As a result, three robi instruments sustained damage. No negative impact in state of health reported.